Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable and a replacement cable was sent to the customer. Additionally, it was reported that a cartridge alarm occurred during basal delivery and that pump battery was depleting quickly. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for these issues; however, no response was received. There was no adverse impact to customer's blood glucose level.